Event description:
It was reported that the patient experienced a hypoglycemic event on (B)(6) 2026 with a reported lowest blood glucose value of 16 mg/dl while connected to the ilet, resulting in loss of consciousness. Emergency medical services were contacted and treated the patient with intravenous glucose, after which the patient recovered and declined transport to the hospital. The patient and caregiver were unable to identify a definitive cause for the event. Outcomes included required medical intervention by emergency medical services. Investigation included communication with the patient and review of available information, including clinical feedback indicating recurrent hypoglycemia associated with missed responses to alerts and alarms and possible over-treatment of lows. Investigation of this case did not identify a confirmed device malfunction or component failure. It was concluded that the event was associated with user interaction related to failure to respond to device alerts rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.